Event description:
It was reported that the pca module was observed with green/blue deposits on the iui connectors. This was reported to bd representatives during site visit.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had green/blue deposit on iui was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.